Manufacturer narrative:
Root cause unk. Possible root causes: parts of powder and/or liquid were lost during mixing process; operating room temperature without IFU specification (18-22c); product temperature out of IFU specification. The IFU contains detailed info to mix and implement hydroset.

Event description:
Surgeon was applying hydroset and as he was applying, product began to slowly look like cottage cheese. Surgeon tried to suction around the area, but the product just crumbled. Surgeon decided to take hydroset out of pt, irrigated, and finished surgery without hydroset.